Event description:
It was reported during stenting procedure to treat intracranial atherosclerotic disease in the vertebro-basilar junction, predilatation with a balloon catheter was performed, followed by implantation of two stents, one overlapping another. Per-procedure and residual stenosis is unk. The pt reportedly had a transient bradycardia and asymptomatic intracranial hemorrhage during the index procedure. The pt was treated with medications for both events and resolved without residual effects. The following day, the pt developed asystole post index procedure, prior to discharge and was treated with medications. Event resolved without residual effects. However, the following day, the pt developed a recurrent asystole, was treated with medications and was implanted with an external pacemaker. Follow-up later indicated that the pt had expired from an unk etiology in 2006. The cause of death is unk.

Manufacturer narrative:
Subject device placed without incident, however, the pt experienced complications. Conclusion code (other): for anticipated procedural complication. The batch number could not be obtained. The device was successfully implanted and is therefore unavailable for eval. It was reported that following successful treatment with a wingspan stent, pt expired from an unk etiology. There is no reported allegation or indication of device malfunction or causal relationship between the device and the reported adverse event. The adverse event is considered a potential pt complication for these types of procedures and is indicated as such in the directions for use for this product family. As this is the case, the root cause classification for this event has been determined to be anticipated procedural complication.